Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 6f .070-inch judkin's left (jl) 3.5 55¿125 cm vista brite tip guiding catheter was observed to have a break at the base with blood leaking when the hemostatic valve was attached. Damage was observed on the yellow base of the guide catheter, which was found broken while the catheter was in the patient. The catheter was removed from the patient, and a new catheter with the same curve was used without any issues to complete the procedure. There was no reported patient injury. The device was advanced over a diagnostic guidewire during a diagnostic coronary arteriography and coronary angioplasty procedure, and the blood leak was observed upon attachment of the hemostatic valve, after which the valve was detached and the break was identified. The vessel at the access site exhibited no angiographically significant or visible lesions, with no stenosis, no acute angle, no bifurcation, mild calcification, and no tortuosity. The device was removed from the packaging by the connector, and the connector did not apply torque or control the device. There were no difficulties inserting, advancing, or removing the device, and no damage was observed prior to opening the packaging. No difficulty was reported when removing the device from the sterile packaging or during device preparation. Pictures were received for review. The device was returned for evaluation.

Manufacturer narrative:
As reported, the shaft of a 6f .070-inch judkin's left (jl) 3.5 55¿125 cm vista brite tip guiding catheter was observed to have a break at the base with blood leaking when the hemostatic valve was attached. Damage was observed on the yellow base of the guide catheter, which was found broken while the catheter was in the patient. The catheter was removed from the patient, and a new catheter with the same curve was used without any issues to complete the procedure. There was no reported patient injury. The device was advanced over a diagnostic guidewire during a diagnostic coronary arteriography and coronary angioplasty procedure, and the blood leak was observed upon attachment of the hemostatic valve, after which the valve was detached and the break was identified. The vessel at the access site exhibited no angiographically significant or visible lesions, with no stenosis, no acute angle, no bifurcation, mild calcification, and no tortuosity. The device was removed from the packaging by the connector, and the connector did not apply torque or control the device. There were no difficulties inserting, advancing, or removing the device, and no damage was observed prior to opening the packaging. No difficulty was reported when removing the device from the sterile packaging or during device preparation. A non-sterile 6f .070 jl3.5 100cm device was involved in the reported complaint and was returned for investigation. During visual analysis, kinked and bent sections were observed in the catheter guiding body at approximately 56.0 cm, 57.5 cm, 59.3 cm, and 84.0 cm. Additionally, a noticeable crack was found in the hub during the visual analysis. Flushing and aspiration functional analysis could not be performed because the crack condition identified during the visual inspection prevented further testing. Dimensional analysis was conducted on the catheter body near the kinked and bent areas and the results were found to be within specification. For microscopic analysis, an amplified image of the hub was captured using the vision system. The crack identified during the visual inspection was further examined under the microscope. It was observed on the luer hub body of the catheter unit, located at the top of the hub, with the crack extending along the length of the luer hub body. The received unit presented conditions related to a kinked and bent catheter body and a cracked luer hub. The presence of multiple kinked and bent sections along the catheter body and a longitudinal crack on the luer hub was confirmed during visual and microscopic evaluations. Functional testing could not be completed due to the crack observed on the hub, which prevented further assessment. Based on the characteristics and location of the observed defects, the condition was considered potentially related to the manufacturing process and warranted escalation to the process engineering team for further investigation. The reported ¿luer hub-cracked¿ was observed during the product evaluation. The exact cause of the event cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 6f .070-inch judkin's left (jl) 3.5 55¿125 cm vista brite tip guiding catheter was observed to have a break at the base with blood leaking when the hemostatic valve was attached. Damage was observed on the yellow base of the guide catheter, which was found broken while the catheter was in the patient. The catheter was removed from the patient, and a new catheter with the same curve was used without any issues to complete the procedure. There was no reported patient injury. The device was advanced over a diagnostic guidewire during a diagnostic coronary arteriography and coronary angioplasty procedure, and the blood leak was observed upon attachment of the hemostatic valve, after which the valve was detached and the break was identified. The vessel at the access site exhibited no angiographically significant or visible lesions, with no stenosis, no acute angle, no bifurcation, mild calcification, and no tortuosity. The device was removed from the packaging by the connector, and the connector did not apply torque or control the device. There were no difficulties inserting, advancing, or removing the device, and no damage was observed prior to opening the packaging. No difficulty was reported when removing the device from the sterile packaging or during device preparation. Pictures were received for review. The device will be returned for evaluation.